Event description:
It was reported that far p-wave over-sensing was observed on an asymptomatic patient via a (B)(4) transmission. More data needs to be collected for investigation and possible programming changes are needed when the patient can be brought to the clinic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.